Manufacturer narrative:
On (B)(4) 2011, bec field service engineer (fse) performed service on the instrument. The leak was from tubing connection to no foam bottle. The frosty y fitting was not damaged or cracked. The fse replaced no foam bottle, and verified repair per established procedures. As of (B)(4) 2011, the customer had not contacted bec with requests for further assistance on this issue. (B)(4).

Event description:
A customer reported to beckman coulter, inc. (Bec) that no foam was leaking from a tubing on unicel dxc 600i synchron access clinical system. The customer was wearing gloves and lab coat at the time of the event. Msds was not reviewed, but the facility has an exposure control plan. The operator did not seek medical attention and there was no effect to patient or user.